Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After replacement of the umbilical cable for the imaging system. The issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. The results stated results of continuity testing and validator test on bench: continuity test failed, pin 4 from lemo connector to the three position mte connector pin 2 is open. Gbit and 100t test also failed showing open lines on validator. Both gbit an 100t testing were performed using a cable validator-nt900. The results indicate an electrical failure due to an open cable. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, that there was a sporadic image between both computers. Initial troubleshooting of interface (umbilical) cable found that re-positioning of the cable solved the issue. There was no patient present when this issue was identified.